Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 04/15/2017 due to high blood glucose. The customer had visited their mother and did not take additional supplies. She started feeling sick around dinner time and when they woke up the next day they were throwing up. An ambulance was called and she was sent to the hospital. When the insulin pump was taken off it was found that the cannula was bent. The customer's blood glucose level at the time of admission was 1144 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was taken off the insulin pump and put on the insulin intravenous. She was put in the intensive care unit for two days. The device will not be returned for analysis.